Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was over 500mg/dl. The customer states they treated with pump. The customer's most current level was 475mg/dl. Troubleshoot was conducted. The cannula was noted to be bent. The customer attributes the high to the bent cannula. The customer believes the pump is function as designed. The customer is being sent replacement sets.